Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2021. The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'blank display screen' which was reproduced at power up. The reported condition was verified. The cause was determined during a visual inspection to be a damaged processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had blank screen display during software upgrade. There was no known patient injury or medical intervention associated with this event. No additional information is available.